Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 280mg/dl. During troubleshooting with tandem technical support (cts) it was discovered that cold insulin was used within the pump and customer did not perform the cartridge air removal step of the load procedure. Cts educated the customer on proper load technique and cartridge/insulin labeling. Reportedly, customer continued to use the pump for insulin therapy.